Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 inappropriate tachy shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). This patient have had this malfunction before to this occurrence. There is no evidence of therapy exhaustion. The patient had oral medication change adjustment as corrective action, metoprolol doses were increased. This device remains in service and no additional adverse patient effects were reported.